Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded an upper rate behavior due to maximum tracking rate (mtr) programming. The atrial sensed event was falling into refractory. Programming options around mtr were discussed for this pacemaker that remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced due to normal battery depletion (nbd). At this time the pacemaker has been returned for analysis.

Event description:
It was reported that this pacemaker recorded an upper rate behavior due to maximum tracking rate (mtr) programming. The atrial sensed event was falling into refractory. Programming options around mtr were discussed for this pacemaker that remains in service. No adverse patient effects were reported.